Event description:
It was reported that the user experienced recurrent afternoon hypoglycemia around 4 pm and post-dinner hypoglycemia while using the ilet, with documented blood glucose values as low as 55 mg/dl and as high as 242 mg/dl; an agent suggested a factory reset but advised consulting the clinical team first, and multiple screenshots of recent highs and lows were provided. Symptoms included low glucose episodes and imminent low alerts, with episodes of high glucose and rapidly falling glucose. Outcomes included urgent low-soon warnings and low glucose events that required oral glucose treatment. Investigation included internal case triage for additional training and review of user-provided glucose reports. Investigation of this case revealed a cause that remained unclear, with no device-specific malfunction identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.